Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left anterior descending artery. Pre-dilatation was performed prior to stenting. During an attempt to cross the 3.0 x 38 mm xience prime stent delivery system (sds) through the lesion, resistance was felt and the proximal shaft separated. The entire sds was removed from the patient without issue. A new xience prime sds was used successfully to complete the case. There was no clinically significant delay in the procedure reported and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.